Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) "seemed to" periodically turn itself off. When asked if this occurred with both implants, the patient stated it happens with the left implant that controls the right side of their body and it was unclear if it occurred with the other implant, as well. The patient explained they first noticed this issue about a year ago when they were having severe shaking/tremors and when they went to their healthcare provider (hcp), they had discovered the ins was off. It was stated that the patient was "bad at not checking," their ins status and "didn't realize" it was off. It was reviewed a depleted ins battery causes therapy to turn off. The patient then mentioned they're "bad at not charging them regularly." The patient stated yesterday they felt the need to charge their ins, and after they charged it they checked the status of the ins and saw it was off. This was stated to have happened several times, but they didn't know why. The patient added when they turn the ins back on, their symptoms go away. It was stated today the patient felt great because the ins was on. It was asked of the patient if they'd had any falls/trauma, and they said they've had falls but "nothing major," that they can recall. It was added the patient does "a lot of stumbling, especially in the shower" and has to hold on, they thought maybe this was due to their ins turning itself off. It was confirmed by the patient that they aren't around sources of emi. The patient is to see their hcp next week. It was advised to have the hcp check the ins and call if there are questions.